Manufacturer narrative:
In the initial MDR, the fifth to seventh line should have been: "the repeat result from the cobas 6000 was 0.100* with a data flag with an interpretation of "neg". The repeat result from the cobas 6000 after recentrifugation was the same result. The result from the other hospital's cobas 8000 was 0.1*." Instead of: "the repeat result from the cobas 6000 was 0.01* with an interpretation of "neg". The repeat result from the cobas 6000 was the same result. The result from the other hospital's cobas 8000 was 0.01*." The investigation reviewed the analyzer's log data. The investigation noted that the patient sample did not have a "+" sign which indicates that the patient sample had a repeat result. The investigation determined that the customer misinterpreted the laboratory data as they believed that the patient sample was rerun. The customer also stated in the provided patient result data that the patient sample was recentrifuged after the initial run. The investigation determined that this was consistent with a sample quality issue. The investigation determined the event was caused by a preanalytic sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number is 646139. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from one patient sample tested on the cobas pure e 402 analytical unit. The patient sample was rerun on the analyzer and a cobas 6000. It was also was sent to another hospital that uses a cobas 8000 for confirmation. The initial result from the analyzer was 32.4 iu/l. The repeat result from the analyzer was the same result. The repeat result from the cobas 6000 was 0.01* with an interpretation of "neg". The repeat result from the cobas 6000 was the same result. The result from the other hospital's cobas 8000 was 0.01*. *the unit of measurement was not provided. The questionable result was not reported outside of the laboratory. The result reported to the doctor was 0.01 based on the confirmation result from the other hospital.